Event description:
During a video assisted thoracic surgery, the endopath (cuts & staples) cut the tissue, but did not staple. Pt had some bleeding and required open procedure. The cartridge was not locked into device properly.